Event description:
Blood glucose meter generated a result which is outside the reading range of the device. It was reported meter had a result of 798 mg/dl. Whether the alleged value could be found in the meter memory and if treatment was received as a result of the reading was not provided. A request was replacement product was sent.